Event description:
It was reported when using the bd insyte autoguard blood control, the device experienced no label or missing label information, and damaged or open unit package/ seal where sterility is compromised. The following information was provided by the initial reporter. The customer stated: during inspection, the customer found that there was no print on some packages and some other packages were partially open.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the samples and photographs submitted for evaluation. Bd received two full dispenser boxes and nine photos. Upon inspection of the received units and the photos, the defects of missing print and package seal integrity were confirmed. Sixty units were found to be without any print and ten units were found to have black tape that resulted in a failed seal. The black tape was identified as splice tape. Splicing is performed to reduce the time required to manually feed a new roll and to ensure proper feeding of a new roll into the machine. Sensors are used during the manufacturing process to detect the splice tape. When splice tape is detected, the packaging machine is programmed to not print over the units. The defect of missing print is likely a result of this occurrence. When this occurs, it is the operator¿s responsibility to ensure that units with black splice tape and/or missing print are rejected. The presence of black tape and missing print indicates that the defect is related to operator/ manufacturing error. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd insyte autoguard blood control, the device experienced no label or missing label information, and damaged or open unit package/ seal where sterility is compromised. The following information was provided by the initial reporter. The customer stated: during inspection, the customer found that there was no print on some packages and some other packages were partially open.